Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 05971. 0001825034 - 2017 - 05974. 0001825034 - 2017 - 05975. 0001825034 - 2017 - 05976. Concomitant products: 180003, balance primary hip 8 x145 lf, 610300. 16-116052, rnglc+ ltd hole shell sz52, 866970. Xl-108223, arcomxl 36mm +3 mrom lnr sz 23, 867300. 11-163661, 28mm m2a mod head -3mm nk, 667420. 123741, exceed abt apical plug - spare, 924610. 103533, ti low profile screw 6.5x30mm, 754050. 103532, ti low profile screw 6.5x25mm, 867440. A revision has not occurred at this time, the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty and subsequently experienced soreness and pain. Patient also relays that the hip gives out (unstable), it locks up and catches, and makes noise. A revision has not been indicated at this time. Attempts have been made and additional information on the reported event is unavailable at this time.